Manufacturer narrative:
Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid appeared fully opened and damaged. However, the cause for damage could not be determined. Possible cause for failure to open includes patient vessel tortuosity. There was no non-conformance to specifications identified that led to the resistance issue. ((B)(4)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was prepared as usual and delivered to the target location. When the physician started to open the stent, the distal segment did not open. It was noted the stent was not positioned in a bend, and resheathing was performed less than three times. After multiple attempts, the physician removed the product. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed no complication, and the competitor product was implanted clearly. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right cavernous segment with a max diameter of 2.44 mm and a 3.36 mm neck diameter. It was noted the patient's vessel tortuosity was normal. Ancillary devices include an xt-27 microcatheter.